Event description:
Generator analysis was completed and returned with no malfunction. The reported allegation of ¿high impedance¿ was not duplicated on the generator in product analysis. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
The generator and lead were received into analysis however no analysis has been completed to date.

Manufacturer narrative:
D4. Suspect medical device lot#; corrected data: lot number known and inadvertently not included in the initial MDR. D9. Device available for evaluation?; corrected data: device was available for evaluation however was inadvertently not indicated on the initial MDR. H4. Device manufacture date (mo/day/yr); corrected data: device manufacture date was known and inadvertently not included in initial MDR.

Event description:
Product analysis (pa) on the lead was completed. The alleged lead fracture was confirmed in the pa lab. A coil break was identified at approximately 60 mm. Scanning electron microscopy (sem) of the coil break location showed pitting/corrosion on the coil surface, and due to the metal dissolution the fracture mechanism could not be confirmed. The inner and outer tubing had abraded openings, providing a leakage path for the dried remnants of body fluids, which were found in both the inner and outer tubing. Apart from the coil break and abraded insulation/fluid leaks, the conditions of the returned lead were consistent with explanted leads. Setscrew marks on the connector pin show that at one time good mechanical and electrical connection existed between the generator and lead. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information has been received to date.

Event description:
It was reported that during a pre-op for a low battery replacement a system diagnostic normal but higher than usual impedance and an error message stating that the patient was receiving a lower than programmed output current of 1.5 when the patient is programming to 2.25ma. Further information was received that when the new generator was placed, high impedance was seen. The lead pin was taken out and put back in the new generator and system diagnostics showed the same impedance value. The leads were then inserted into her old generator and a system diagnostic showed high impedance as well. The patient's lead and generator was were replaced however the explanted products have not been received into analysis to date. No additional relevant information has been received to date.